Manufacturer narrative:
Philips notified, event, become aware and assessment decision due dates have been updated based on information in customer email.

Manufacturer narrative:
The become aware date (bad) has been updated from 03july2023 to 30april2023.

Event description:
It has been reported that the device is failing self-test.